Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On 2015-09-03, information was received from a consumer regarding a patient who was receiving unknown medication(s) via an implantable pump for non-malignant pain and other non-malignant pain. The patient's medical history and concomitant medications were not provided. The health care provider (hcp) removed the patient's pump three years ago on a "voluntary basis". It reportedly caused the patient problems and panic attacks, before and after his visits to the office. At one point, the patient thought the device was burning him or shocking him. After three paramedics and two trips to the hospital, the pump was removed in (B)(6) of 2012. Nine or ten months after explant, the patient started to be fine, with no more panic attacks. The reporter had thought she was "going to lose him" and it was "going to kill him". No further information was provided. Additional information has been requested regarding medication information, medical history, the onset of the events reported, what troubleshooting occurred, if the cause of the issue was determined and when the device was explanted, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.